Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose level was 472 mg/dl. The customer had not treated his high blood glucose level. After troubleshooting, the insulin pump did exit the rewind complete/bolus delivery loop and completed the fill tubing process successfully. The device was not returned.